Event description:
It was reported that the 9800 system experienced a high ma error. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional info is provided, it will be reported as required.